Event description:
On (B)(4) 2014 the reporter contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately high compared to a hospital/doctor¿s meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began 2-3 weeks prior to contacting lfs. The reporter stated that the patient obtained blood glucose results of ¿237 mg/dl¿ on the subject meter and ¿149 mg/dl¿ on a hospital/doctor¿s meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. They also reported a second inaccuracy where the subject meter read ¿50-60 mg/dl¿ higher than another unknown meter. The patient manages their diabetes with an insulin pump. The patient reportedly developed symptoms of ¿low, shaky and not feeling right¿ approximately one day after the product issue began. The patient reportedly consumed more food and drink every couple of days but denied receiving any other medical treatment for their reported symptoms. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The csr was able to walk the reporter through a control solution test and the results were within the accepted range as specified on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient developed symptoms indicative of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.